Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the cios alpha system. The user reported that a nurse touched the system being stored in an operation room when a cable fell down. Additional information was provided that the nurse suffered a fractured foot. The event did not occur during a procedure. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation showed that the issue was caused by the employee himself. He touched the system which was not in use and which was not connected to the trolly. If the system is in use, the trolley and c-bow are connected by a cable. This cable was wrapped to a ring and stored at the handle of the system. Touching this cable by the employee loosened its position and it fell down. The system is working as specified and no malfunction or non-conformity was identified. There was no correction in regards to the system as no malfunction occurred. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.